Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes passed the power on self test with no errors and passed functional stress testing connected to a test device. No errors were found. A visual inspection found no discrepancies. The electrode impedance measured within specification. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.